Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 3 due to error 32097. The system was tested and verified as ready for use. An RMA was not issued for return. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted simple extraperitoneal prostatectomy surgical procedure, the universal surgical manipulator (usm) 3 had repeated recoverable fault 32097 and customer proceeded the procedure with 3 usms only. The procedure was completing as planned with no reported injury.